Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted device evaluation: visual analysis of the returned device identified crease fold, red particles in the surface of the shell and wear abrasion. Weight measurement identified device weight to the specification. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture, "breast pain and rippling."

Event description:
Healthcare professional reported right side rupture and "breast pain and rippling." Device remains implanted.